Event description:
Customer reported the system is performing cine operations. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the calibration files and reset the configuration settings. System operates as intended. (B) (4).